Event description:
Same case as6000093-2006-00488, 6000093-2006-00489, 6000093-2006-00490, 6000089-2006-00463, 6000089-2006-00464, 6000089-2006-00465. It was reported that less than 24 hours after a coronary artery drug eluting stenting procedure the patient experienced a mild hypersensitivity reaction. Lesion 1 was a 2.4mm, 80% stenosed bifurcated portion of the 1st diagonal (1st dx). The physician treated the lesion with predilatation and successful placement of a taxus express2 8.8% 2.50x16, drug eluting stent in the target lesion. Lesion 2 was a 3.5mm, 95% stenosed portion of the mid left anteriior descneding (mid lad) artery. The physician treated the lesion with predilatation and successful placement of a taxus express2 8.8% 2.50x24mm durg eluting stent in the target lesion. Lesion 3 was a 3.5mm, 95% stenosed portion of the proximal left anterior descending (prox lad) artery. The physician treated the lesion with predilatation and successful placement of two taxus express2 8o.8% (3.50x16mm & 3.50x8mm) drug eluting stents with a 3mm overlap. Lesion 4 was a 3.2mm, 60% stenosed portion of the proximal circumflex (prox cx). The physician treated the lesion with predilatation and successful placement of two taxus express2 8.8% (3.00x28 & 3.00x16mm) drug eluting stents in the target lesion with a 3mm overlap. Lesion 5 was a 2.5mm, 80% stenosed portion of the 1st obtuse marginal (1st ob marg). The physician treatedd the lesion with predilatation and successful placement of a taxus express2 8.8% 2.50x16mm drug eluting stent in the target lesion. There were no complications. Less than 24 hours after the procedure the patient experienced a hypersensitivity. The patient experienced mild itching and mild joint pain. In the opinion of the physician the relationship of the patients reaction to the taxus stent is unknown.